Manufacturer narrative:
This medwatch report was completed using the info provided by the initial reporter/healthcare professional. Any missing or incomplete data is the result of the info not having been provided by the reporter. Attempts made by osteotech to obtain additional info were unsuccessful. Neither the device nor applicable imaging films were returned for eval and no lot info was provided. A review of the device history records is not possible without additional device info. We are therefore unable to determine the definitive cause of this incident. Plexur m instructions for use state that the product should be in direct contact with well vascularized tissue, and lists incomplete or lack of osseous ingrowth as a possible adverse effect. No further action is required. This complaint is considered closed.

Event description:
Pt received resorbable bone void filler during a subtalar fusion. Approx 3 months post-op, the pt was complaining of pain. A CT scan was performed and the surgeon reported that no fusion or bone mass/incorporation was visible. A revision was completed using iliac crest bone graft.